Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned r3 liner removal tool confirms the device fractured into two pieces. Both pieces were returned. The device shows signs of significant wear/usage. A medical investigation was conducted and confirms per email correspondence, it was reported that no patient harm or injury was sustained as a result of this device related incident, and the broken insert was easily retrieved. The procedure was completed using a backup device, without significant delay. Therefore, no further medical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr, a r3 liner removal tool broke removing a liner inside the patient. There was no significant delay and the procedure was finished using a smith & nephew back up. The patient was not injured beyond the described event.